Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath after an peripheral interventional procedure. Reportedly, after the plunger was advanced, the sutures failed to deploy. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device indicates that a posterior cuff miss occurred and this confirmed the reported sutures failed to deploy. Because the suture will not be present during the removal of the plunger the effects of needle to cuff miss appeared to the user as failure to deploy the suture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there is no indication of a product deficiency.